Event description:
During a thoracic procedure, the reload was difficult to load and hard to fire. The device fired malformed staples. Had to pull the gun apart to open it afterwards to get reload out. Was not on tissue when pulled apart to remove reload. No patient consequence.